Event description:
It was reported by service report that the patient left locking spindle was about to separate from the stretcher. While taking off the litter the screw that holds the litter top to the jack support broke off in the jack. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that patients intentionally damage various device components with unrestrained appendages. Additionally, patients are regularly restrained in manners that conflict with the device's instructions for use.